Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an external ram error alarm when she replaced the battery on her insulin pump. While assisting the customer with a prime, the insulin pump alarmed no delivery. Customer's blood glucose was 100 mg/dl. The customer stated the alarm did not occur during the rewind/prime sequence. Troubleshooting did not occur for the no delivery alarm since the customer was not using the insulin pump at the time it alarmed. No additional information provided.